Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer alleged that bolus calculations were larger than expected. Customer did not deliver the boluses and performed an override to correct the amount of insulin. During troubleshooting with tandem technical support, customer reviewed personal profile settings and found that the correction ratio was set to 1:10 instead of the 1:50. Customer reported that the incorrect setting was likely due to customer entering the setting incorrectly into the pump. Customer changed the correction factor to 1:50 to resolve the issue. There was no impact to the customer's blood glucose level.